Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chol - "exact incident unknown, product was kept by colleague and she only said that the system failed." Additional information received by email from applied medical team member, december 14, 2016: for this cer bag fell off 3x in one procedure trying to place the gallbladder it looks like the problems all occurred in the same lot (as in cer) but they didn't save them all. Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation without the tissue bag. The cord loop was severed and frayed in multiple places. The actuator was found to be damaged. The exact root cause of the event could not be confirmed. The bag could have become detached from the prongs while being unrolled in the distal direction versus directly downward. However, it cannot be confirmed what method was used to unroll the bag or to place the specimen in the bag. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.